Event description:
It was reported that approximately eight years post-implantation, the patient underwent a right hip revision due to pain and had mild trochanteric bursitis. They underwent a head exchange and during surgery, a mild amount of corrosive debris was noted between the femoral head and neck. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) ¿ head . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.